Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/10/2020. Additional information: d9, h6. Additional h6 component code: g07002 instrument marks. Additional h3 investigation summary: it was reported that the suture was detached from the needle during suturing. It was received for evaluation a detached needle and a dispensed suture of product code 8522h. During the visual inspection of the needle, the swage and attachment area were noted to be as expected, the edge of the barrel hole could be observed with marks that appears to be by use of the surgical instrument. The end of the suture was noted with damaged caused by use of a surgical instrument. The condition of the sample received indicate an improper handling of the device. The manufacturing records couldn't be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: procedure name and date? No further information is available. Event date? No further information is available. Lot number? No further information is available. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture detached from the needle during suturing. It was not a control release needle. There were no adverse patient consequences reported. Additional information was requested.